Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Device analysis for the desktop charger revealed cable assembly with broken connector pin.

Event description:
It was reported that the implantable neurostimulator recharger (insr) was not charging. The connector pin broke on saturday prior to the report and was stuck inside the insr. The patient also reported that she had been in pain since saturday because she cannot charge. The indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.